Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) of ngap0826 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (ngap0826) have been reported from (B)(6).

Event description:
It was reported that on the next day after placement of the device, the water leakage from the balloon was observed, so the device was removed from the patient.